Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as part of the patient's post-operation procedure a remote transmission was generated and reviewed by qualified personnel. It was determined that there had been a single incident of non-sustained ventricular tachycardia (vt) accompanied by an incident of t-wave oversensing (twos), both about 8 months prior to the transmission. It was noted that the ICD remains in use and is currently functioning as designed. No patient complications have been reported as a result of this event.